Event description:
It was reported that pump volume discrepancies were noted at refill. No pt symptoms were reported. The pump was explanted and replaced as the hcp questioned if the pump was working properly. The pt recovered without sequela.

Manufacturer narrative:
Analysis results were not available at the time of this report. A f/u report will be sent when analysis is completed.